Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The attached certificate of compliance certifies that the aforementioned lot meets the lake region medical quality (viant) system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6)2019 and is approximately 1.5 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
The report states: on (B)(6)2020 we experienced the failure of a 25mm I/o needle in the form of the twist off hub becoming stuck and preventing ems from delivering I/0 medication in a timely manner to a cardiac arrest patient. Patient was in v-fib and bls resuscitation was in progress. Medication administration was required to start als interventions. I/0 access was chosen as the most appropriate form of access due to its rapid access. The I/0 was placed at the site of the left proximal tibia. I/0 needle was inserted using the provided I/0 drill. Insertion was successful. The failure occurred when the needle hub was to be removed. The cap was stuck on the catheter and would not twist off. After several attempts to twist the cap off, there was no success. A pair of pliers were used in an attempt to twist the cap off. This was also unsuccessful. The cap was never successfully removed, and I/0 medication was not able to be administered. This event prolonged necessary als medications with the possibly to change patient outcome. IV access was obtained instead. The time from the I/0 placement to the delivery of als medication through the IV was roughly 6 minutes. The I/0 was never used for the duration of the cardiac arrest.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: on (B)(6) 2020 we experienced the failure of a 25mm I/o needle in the form of the twist off hub becoming stuck and preventing ems from delivering I/0 medication in a timely manner to a cardiac arrest patient. Patient was in v-fib and bls resuscitation was in progress. Medication administration was required to start als interventions. I/o access was chosen as the most appropriate form of access due to its rapid access. The I/o was placed at the site of the left proximal tibia. I/o needle was inserted using the provided I/o drill. Insertion was successful. The failure occurred when the needle hub was to be removed. The cap was stuck on the catheter and would not twist off. After several attempts to twist the cap off, there was no success. A pair of pliers were used in an attempt to twist the cap off. This was also unsuccessful. The cap was never successfully removed, and I/o medication was not able to be administered. This event prolonged necessary als medications with the possibly to change patient outcome. IV access was obtained instead. The time from the I/o placement to the delivery of als medication through the IV was roughly 6 minutes. The I/o was never used for the duration of the cardiac arrest.